Manufacturer narrative:
Returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded. The hypotube was separated 30cm from the strain relief with numerous kinks throughout the hypotube. Functional testing was performed by connecting an inflation device filled with water to the hub. Water streamed from the balloon. Microscopic inspection revealed a longitudinal burst in the balloon material that was 13mm in length. Microscopic inspection of the markerbands and the tip found no irregularities or defects. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified coronary artery. A 2.25mmx12mm nc emerge® balloon catheter was advanced for dilation and was initially inflated. However, during the second inflation at 12 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified coronary artery. A 2.25mmx12mm nc emerge balloon catheter was advanced for dilation and was initially inflated. However, during the second inflation at 12 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.